Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00321, 0001032347-2021-00323, 0001032347-2021-00324. Medical products: tmj system left standard mandibular component 55mm / 12 hole, part# 24-6556, lot# 538170a. Tmj system right fossa component, small, part# 24-6562, lot# 547100b. Tmj system left fossa component, small, part# 24-6563, lot# 532100b. 2.4mm system high torque (ht) cross-drive screw 2.7mm x 8mm, part# 91-2708, lot# ni. 2.4mm system high torque (ht) cross-drive screw 2.7mm x 10mm, part# 91-2710, lot# ni. 2.4mm system high torque (ht) cross-drive screw 2.7mm x 12mm, part# 91-2712, lot# ni. Tmj system cross drive fossa screw 2.0mm x 9mm, part# 99-6579, lot# ni. 2.7mm system emergency cross drive screw, 1/pkg 3.2x8mm, part# 99-9948, lot# ni. 2.7mm system emergency cross drive screw, 1/pkg 3.2x10mm, part# 99-9950, lot# ni.

Event description:
It was reported a patient underwent a revision of bilateral temporomandibular joint implants seven (7) years following implantation due to unknown revision. Attempts have been made and no further information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records for the mandible and fossa components identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.